Event description:
Report received indicated that the patient experienced redness and itchiness under border tape region for over a month period prior to complaint receipt. The patient used powder under an hydrocolloid, moisture-retentive wound dressing. After the conditions did not improve, the patient was instructed by a nurse to use only wound dressing products. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.